Event description:
A customer reported that during setup for a procedure, the sys was not recognizing the foot pedal. An alternate sys was used to proceed with surgery. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).